Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) electrical test fail #52. It is unknown under which circumstances the event occurred or if any patients were involved.

Manufacturer narrative:
Due to character restrictions telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by the customer the cs300 intra-aortic balloon pump (iabp) electrical test fail #52. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse observed the unit and found that the unit was not working on mains supply. Then the fse checked all fuses and confirmed all are working ok. So, the fse stated that the power supply needed to be replaced. So, in order to fix the issue, the fse replaced the power supply (0014-00-0033-05). The fse then checked all parameters and function of the unit and all were working ok. The unit was then handed over to the customer in good working condition.